Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to fire during a laparoscopic gastric bypass, the handle was not able to move the knife of the reload. It was not gripping the ¿teeth¿ in the handle. They changed the reload and was able to fire the handle. There was no patient injury.